Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the down button had a delayed response. The reporter stated that the keypad was intact. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact but the symbols were found to be worn. Evaluation revealed that all buttons were intermittently unresponsive and required multiple presses to elicit a response. There was contamination under all key contacts and all buttons were found to be inverted. The bolus button was found to be missing. The bolus button was intermittently unresponsive and the contact was misaligned. Unrelated to the complaint, the lens was found to be scratched.